Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the foot caught tissue during closure of the foot which caused the foot to surf distally and locking into the open position inducing the mechanical jam. In the locked position, open and closing the lever will not move the foot. The foot with captured tissue would create the entrapment. The account separated the device during removal via surgical procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of an right common femoral vein with a prostyle device after a venogram diagnostic procedure using an 8f sheath. Reportedly, the footplate of the prostyle device was stuck open in the patient and could not be removed. The physician then broke the device at the guide. A cv surgeon was called and a cut-down was then performed to remove the device and surgical suturing was performed to achieve hemostasis. A cell saver was used, and the patient was sent to the ICU. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.